Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient was suspected to have twiddler's syndrome which had caused this left ventricular (lv) lead to be dislodged. The physician removed the lv lead and found out that the entire lead was in the device pocket. New lead was implanted as replacement. This lv lead will be returned back to the laboratory. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient possibly manifested twiddler's syndrome which had caused this left ventricular (lv) lead to be dislodged. The physician removed the lv lead and found out that the entire lead was in the device pocket. New lead was implanted as replacement. This lv lead will be returned back to the laboratory. No additional adverse patient effects were reported.